Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the visera elite video system center displaying a frozen or an intermittent image is likely due to a circuit board failure. The exact cause of this failure could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking olympus technical services, the reported stated the visera elite video system center (otv-s190) would show a frozen image with the digital visual interface (dvi) signal intermittently. The fault occurred in the following cases: case 1: it most often occurred when the computer was turned on. The image was frozen, and the frozen image was maintained. Case 2: when the computer was turned on, the frozen image was displayed for a few seconds, a normal image was displayed, but with no front panel function. Case 3: when the equipment was in operation, the image would freeze for a few seconds and would display the normal image, but without the front panel function. The faults occurred whether the camera head was connected, or nothing was connected. During the failure two (2) things happened with the serial digital interface (sdi) signal. The equipment did not show the signal or showed the same distorted image. During the failure, video system center did not show any error code on the screen. The visera elite video system center was tested with two camera heads from the facility. The failure in the image continued to appear. It was ruled out that the failure occurred in the monitor and the video recorder that the tower had. In addition, there was a correct operation of the electrical connections. The equipment was transferred to the workshop of the distributor and tested with another camera head. The faults continued to appear. An internal cleaning was carried out, the connections were verified, as well as the voltage output of the source to the cards as indicated in the manual. The video system center was put to the operational test for two (2) days without presenting problems, but on the third day, the failure occurred again. The reporter was asked if the manual stated next steps, what other tests were performed, which electronic card had failed, and was there otv equipment with the same software version to perform card replacement. The reported stated that there was no mention in the manual on how to proceed with the failure. In addition, there was no other otv-s190 equipment to replace the cards and detect the one with the fault. The reporter only had a distribution panel (dp) board/electronic card (ru585500), which was installed in the video system center, but the problem continued to persist. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the distributor on behalf of the customer, during preparation for use for a procedure, the visera elite video system center would display a frozen image or an intermittent image. The intended procedure was completed with another visera elite video system center. No patient harm reported.